Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2017, is used for the estimated date of event between january 2017 and november 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: s. Stigliano. "Timing of lumen-apposing metal stents removal in pancreatic fluid collections: could we go beyond?" Operative digestive endoscopy department, fondazione universitario campus bio-medico, rome, italy, https://doi.org/10.1016/j.pan.2024.10.011. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0506 captures the reportable event of a bleeding. Imdrf patient code e2401 captures the reportable event of subcutaneous emphysema. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2305 captures the reportable event of radiation therapy. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "timing of lumen-apposing metal stents removal in pancreatic fluid collections: could we go beyond?" By s. Stigliano, et al. ER the article, between january 2017 and november 2023, 108 patients were being treated for pancreatic fluid collection. These patients underwent endoscopic ultrasound-guided gastrojejunostomy with the use of lumen apposing metal stents. The following occurred with the study of patients: post-operative bleeding occurred within 4 weeks after stent placement, subcutaneous emphysema, stent obstruction, stent migration after 4 weeks. These were managed with blood transfusion and radiologic intervention which required prolong hospitalization.